Manufacturer narrative:
(B)(4).

Event description:
Distributer contacted dexcom on 08/22/2013 to report that the receiver displayed a firmware error on (B)(6) 2013. They did not report injury or medical intervention. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and did not find any errors related to the customer complaint. The reported event of a firmware error was not confirmed. A root cause could not be determined.